Event description:
During a literature search the following article was found: immediate and midterm results following treatment of recently ruptured intracranial aneurysms with the pipeline embolization device (ajnr am j neuroradiol 33:487-93 was published on march 2012). The article reported that a prospective registry was established at (B)(6) sites to collect data on ruptured and unruptured aneurysm treated with ped during a 12-month period from 2009. From the data base collected of 65 patients, the results showed that for the procedural outcomes for six patients received coils as well as peds during their cumulative treatment. Of the 5 patients who received only a ped in their treatment, 2 had dissecting blister like lesions with no sac to hold the coils, 1 patient was treated in a delayed fashion and two patients experienced acute aneurysm re-rupture and died. In addition, one patient had a poorly opened ped which requiring angioplasty. One patient was deployed with two peds and after deployment of the second ped, there was poor flow in the carotid siphon which required angioplasty of the ped. One patient had a ped migration which requiring additional treatment.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation as they were implanted in the patient.(B)(4).